Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel of the upper limb. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6 x 40mm sterling¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a 19mm longitudinal tear starting at the proximal balloon cone. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel of the upper limb. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6 x 40mm sterling balloon catheter. No patient complications were reported.